Event description:
Information received indicates the head end brake will not hold.

Manufacturer narrative:
The technician found the head end caster stems were cracked. He replaced the head end casters to repair the bed.